Manufacturer narrative:
Investigation summary- this statement is to summarize the investigation of a complaint involving synapsys. It was reported that synapsys is editing positivity time when a vial is flagged as a contaminant. No other issues were reported. Bd investigated the issue. This is caused by a software bug and will be fixed in a future synapsys release. This can be tracked by a system change request. This value is not used part of a clinical workflow. It is a secondary data that is used to assist in calculate the average time to detection for bactec bottles. This issue had no impact to patients. This is confirmed failure of a bd product. Review found complaints of this type were below statistical control for the month of november. Device history record review was not applicable as this is a standalone software product and the operation/functionality of this type of product is confirmed at the time of installation. Reports of this type will continue to be monitored.

Event description:
It was reported that while using bd synapsys¿ the time of detection of an organism in a positive vial is being overwritten when an user marks the vial a containment. Once the user saves the containment status on the positive vial, the time of detection is changed to the time of the status update. No patient impact reported.

Manufacturer narrative:
H3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd synapsys¿ the time of detection of an organism in a positive vial is being overwritten when an user marks the vial a containment. Once the user saves the containment status on the positive vial, the time of detection is changed to the time of the status update. No patient impact reported.